Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had an unspecified leak. This was noticed before use, before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: additional information was received informing that the affected product is ¿250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag¿, previously reported as ¿non-vented high-volume inlet¿. D1: the correct brand name is ¿250 ml tpn bag¿, previously submitted as ¿non vented high vol.inlet,n/s¿. D4: catalogue #: the correct catalogue # is ¿h938737¿, previously submitted as ¿h938173¿. D4: expiration date: the expiration date is ¿08/31/2023¿, previously submitted as ¿ni¿. D4: UDI #: the UDI # is (B)(4), previously submitted as ¿ni¿. G1: device manufacturers information: the correct device manufacturers information is ¿availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444, mexico¿, previously submitted as ¿plasticos y materias primas pympsa 3609-2 juan de la barrera parque industrial el alamo guadalajara jalisco 44490, mexico". G4: PMA/510k # or bla #: the correct 510k # is ¿k900585¿, previously submitted as ¿k002705¿. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.